Event description:
As reported by the 15th annual conference of the society of interventional cardiology, this patient was treated with a cypher stent. After an unidentified period, stent fracture and restenosis occurred. Please note that this product, (lot no. Unknown) is not distributed in the united states. However, it is similar to the united states distributed. This product is also not available for testing and evaluation.